Event description:
A female pt underwent stenting of the external iliac on (B)(6) 2010. The zilver which was utilized in the procedure broke off in the pt and caused a surgical removal procedure. It was reported to the area representative that the stent was completely deployed and the delivery device caught on the stent and pulled it back into the sheath. The distal end of the stent (approx 1/3) was removed surgically. The complaint description indicated that they deployed the stent in the standard fashion and also stated that the stent was dislodged. It appears that the unit was not fully deployed based on the info received. It may be noted that the zilver stent cannot be re-sheathed, it is made of material which expands to its determined size (8mm in this case) with body heat, so it would be impossible put the stent back into the sheath. The current status of the pt is unk.

Manufacturer narrative:
A cd was returned in relation to this complaint. The images on the cd were reviewed. The images on the cd were showing the iliac but the stent broke in the sfa (superficial femoral artery). There were no images of the sfa on the cd. The lot number of the ziv6-35-80-8-30 device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval. A cd was returned in relation to this complaint. The images on the cd were reviewed. The images on the cd were showing the iliac but the stent broke in the sfa (superficial femoral artery). There were no images of the sfa on the cd. As the device was not available for eval, it was not possible to determine the cause of the complaint. The lot number of the device is unk; therefore, it is not possible to review the mfg records or to conduct a sample test. We can provide the following comments: the complaint description indicated that they deployed the stent in standard fashion and also stated that the stent was dislodged. The stent broke off in the pt and caused a surgical removal procedure. It appears that the unit was not fully deployed based on the info received. It may be noted that the zilver stent cannot be re-sheathed, it is made of material which expands to its determined size (8mm in this case) with body heat so it would be impossible to put the stent back into the sheath. If they managed to retrieve the deployed stent through the sheath, then the stent would have to be severely damaged. According to the instructions for use, ifu0043 revision 5, the zilver vascular stent is a self-expanding stent. It is a flexible, slotted tube that is designed to provide support while maintaining flexibility in the vessel upon deployment. Post-deployment, the stent is designed to impart an outward radial force upon the inner lumen of the vessel, establishing patency in the stented region. The indications for use section of the IFU indicate the following: 'the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm. Pts should be suitable candidates for pta and/or stent treatment'. The following note is contained in the deployment of the stent section of the IFU: 'note: once stent deployment has begun, the stent must be fully deployed. Repositioning of the zilver vascular stent is not possible since the delivery system's outer sheath cannot be re-advanced over the stent once deployment begins'. No corrective action is warranted at this time as this complaint most likely occurred due to user error (against the instructions for use). The complaint could not be verified as the device was not returned for eval. This complaint represents an isolated occurrence. However, complaints of this nature will continue to be monitored for potential emerging trends. A 2 year complaints history has been reviewed for this product family. There have been no other reports of this nature in this time frame. This complaint represents an isolated occurrence. The likelihood of this type of occurrence is rare. However, customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.